Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient complained that the new infusion set disconnected at the tubing connector. Reportedly, the blood glucose level was normal. No further information available.